Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in brazil. It was reported that the patient went to the emergency room (ER) and was hospitalized on (B)(6) 2025 due to adhesive issues noted on (B)(6) 2025, which led to inflammation at the application site. The patient is applying nebacetin ointment to the inflamed area as antibiotic treatment. The event occurred one day after insertion. The length of hospital stay was less than 24 hours. No further information available.